Manufacturer narrative:
Product investigation completed. Received product was a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (delaminated/misshapen/stretched), and numerous kinks in the sheath. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that tip damage occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A kink to the tip of the sheath was noted after the device was fully recaptured. No patient complications were noted. Procedure was completed with another of the same device.

Event description:
It was reported that tip damage occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A kink to the tip of the sheath was noted after the device was fully recaptured. No patient complications were noted. Procedure was completed with another of the same device.